Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a combined mesh, anterior vaginal wall formation procedure performed on (B)(6) 2014. According to the complainant, the patient experienced bladder injury (grade 3a) on (B)(6) 2014. When peeling the bladder and vaginal wall for pelvic organ prolapse after hysterectomy, a 5mm bladder injury was seen in the bladder top region. It was divided into three layers and was sutured. Cystoscopy and leak test by indigo carmine solution were performed. The procedure was completed after confirming that there were no abnormalities. Treatment for bladder injury was continued. Reportedly, the mesh was placed in the bladder and there was no mesh exposure observed. Also, there was no difficulty in sexual intercourse.